Manufacturer narrative:
Results: the returned jet7 was stretched at approximately 129.0 cm from the hub. The device was kinked at approximately 127.0 cm from the hub. The catheter distal tip was ovalized and the markerband was damaged. Conclusions: evaluation of the returned jet7 revealed that the catheter was stretched at its distal shaft. If the jet7 is forcefully retracted against resistance, damage such as a stretching may occur. During functional testing, the jet7 was unable to advance into the hub of a demonstration neuron max due to the stretching on its distal shaft. This indicates that the damage on the jet7 likely occurred during retraction after the 2nd pass or during preparation for the third pass. Further evaluation revealed ovalization damage on the markerband. Removal of the stent retriever outside of the patient may have contributed to some of the damage observed on the returned jet7. Further investigation revealed a kink. This kink was likely incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right m1 and m2 segment of the middle cerebral artery (mca) using a penumbra system jet7 kit (kit). During the procedure, the physician made one pass using the adapt technique with a penumbra system jet 7 reperfusion catheter (jet7) and a non-penumbra sheath. Next, a second pass was made using a trap technique with a jet7, a non-penumbra stent retriever, a non-penumbra microcatheter and, and the same sheath. The physician then removed the jet7 with the stent retriever inside. While removing the stent retriever from the jet7 outside of the patient to re-sheath it, the physician experienced resistance and the distal tip of the jet7 collapsed. The procedure was completed using a non-penumbra catheter with the same stent retriever, microcatheter and sheath resulting in thrombolysis in cerebral infarction (tici) 3. There was no report of an adverse effect to the patient.